Event description:
Customer stated, "smoking switch took switch apart. Cut switch off it and now using it without a switch." The product has not been returned for investigation. The customer did not claim any injury. The product was approx. 36 years and 10 months old when the incident occurred. The customer was contacted on 3/11/19 to remind them to return the pad for investigation. As of 3/15/19 the pad has not been returned. The switch might have started smoking due to the wear and tear on the switch components after being used for more than 36 years. Without the product, bce cannot make any further determinations.